Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that her husband did back to back blood glucose tests with results of 130 and 165 mg/dl. She reported his having the symptom of frequent urination. On follow up, she stated that his tests had not been back to back. His am reading had been 130, and 165 was an example of results he had been obtaining. She stated that he did have in range control solution result of 116 (95-129.) His blood glucose the day after call was 205, which they thought accurate. She stated that she has never observed him test, and that he is on multiple meds for heart condition.